Event description:
There is a defect in the pleur-evac at the junction of the rubber tubing to the corrugated tubing (red to blue connection). The defect results in the care team thinking the patient has an air leak when in fact it is the product. We do not have any lot numbers. We have had to change out vacs for three of these patients within 24 hours post op within the last week. FDA safety report ID# (B)(4).